Event description:
It was reported that during inventory check, the customer noted 'broken wires at the tip' on the fenestrated bipolar forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable at the distal clevis hub. There was no damage found at the clevis. Instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.